Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with bolus wizard, manual injection, water and walking. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had a headache and back pain. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer declined further troubleshooting, stating that healthcare professional recommended that insulin pump be replaced due to there being no issue with customer that would cause high blood glucose.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump had cracked case at display window corner and minor scratched display window.